Manufacturer narrative:
Because the opmi had already been reattached by the customer, a definite root cause could not be identified. A possible root cause could be incorrect installation: the opmi was either not installed in the right position on the mora interface or was not tightened. Preferred term for investigation conclusions: would be "incorrect installation" .

Event description:
A health care professional (hcp) reported that the head of the microscope (opmi) fell off from mora interface during a surgery. The patient was not hit because the cables and drape bag held the opmi. The issue happened during a root canal. The doctor successfully performed the surgery after reattaching the opmi. There was no one injured.